Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the screen occasionally blacked out due to defective printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer, the visera elite ii video system center will not power on. The malfunction was found during the procedure. The patient was not under anesthesia; therefore, there was no delay and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to circuit board failure. Olympus will continue to monitor field performance for this device.